Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: the complaint device is not being returned, it's retained by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device [4l23951] number, and no non-conformances related to the reported complaint condition were identified. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: the batch review 4l23951 showed that the 100 devices were conformed to in process and finished goods specifications when released to stock on (B)(6) 2019. Expiration date: march 31st 2022 (according to retained labels). Nc-0113925 was opened relating to a planned nonconformance from truespan workflow 103197450 rev3 with no link with this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Reporter is company employee. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a meniscal suturing procedure performed on (B)(6) 2019, during insertion, without forcible action or much load, the tip of the shaft¿s covering on the truespan ripped by approximately 2cm. The surgeon used two replacements without any issue and completed the procedure by less than thirty (30) minutes surgical delay. There was no harm to the patient. The device was the first use when the issue occurred. This is report 1 of 1 for complaint (B)(4).